Manufacturer narrative:
H2-3) the pendant was returned to the manufacturer for evaluation. Installed pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. Cable were stretched and stressed. No functional problem found. B01,c19,d14 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6). Rev. D medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system. Replaced pendant and hand switch and performed a system checkout. System was operational. B01, c07, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, product ID: bi71000194, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the buttons on the pendant were very hard to press. There was no patient present.

Manufacturer narrative:
H2, h3: the handswitch was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. Installed hand switch into test system. System booted and readied several times. Multiple 2d and 3d images were successful and store buttons functioned as expected. No fault found while under test. B01, c19, d14 codes applicable. B5: section e updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the buttons on the pendant were very hard to press. Pendant buttons and handswitch unresponsive. There was no patient present.